Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. G2 distributor was inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and it is unclear if any deviations from instruction for use (IFU) occurred. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the IFU sections which state: operation manuel ¿chapter 3 preparation and inspection¿ ¿3.2 inspection of the endoscope¿ and ¿3.6 inspection of the function in combination with related equipment". [Inspection of endoscope] 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the spray button. 1. Check that water flows over the entire endoscopic image when the spray button is fully pushed in (two-stage push) while covering the hole of the spray button with your finger. 2. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of nozzle, air supply volume did not meet the standard value. Due to clogging of nozzle, water supply volume did not meet the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. In addition to the evaluation in b5, the adhesive on bending section cover had a chip. The adhesive on the bending section cover had a crack. Adhesive on bending section cover had white-clouded area. The mouthpiece was loose. The lock engagement knob had a crack. Grip was shaved. The scope cover was shaved. The control unit was shaved. Forceps channel port was shaved. The protector of universal cord on control section side had a scratch. The protector of universal cord on the scope connector side had a scratch. The universal cord had a scratch. The universal cord had a wrinkle. Paint on air/water cylinder was peeled. Paint on suction cylinder was peeled. Connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus that the evis lucera gastrointestinal videoscope nozzle was clogging. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle was clogged with foreign objects, due to insufficient cleaning.